Event description:
A peritoneal dialysis (pd) patient went to the hospital for nausea and vomiting and was hospitalized for cardiac issues. He was hospitalized for a prolonged period and required a tracheostomy. During his hospitalization he had a stroke. No further information was available at the time of this report. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.